Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system could no longer communicate with the implantable pulse generator (ipg) via remote control (rc). It was also noted that the patient experienced inadequate stimulation and imaging confirmed spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were repositioned and remain implanted. The patient was doing well postoperatively with excellent pain coverage. No further information could be obtained. Additional information was received that the explanted ipg will not be returned due to hospital policy.

Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system could no longer communicate with the implantable pulse generator (ipg) via remote control (rc). It was also noted that the patient experienced inadequate stimulation and imaging confirmed spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were repositioned and remain implanted. The patient was doing well postoperatively with excellent pain coverage. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5123438 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5156729 UDI: (B)(4).

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system could no longer communicate with the implantable pulse generator (ipg) via remote control (rc). It was also noted that the patient experienced inadequate stimulation and imaging confirmed spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were repositioned and remain implanted. The patient was doing well postoperatively with excellent pain coverage. No further information could be obtained. Additional information obtained that the explanted ipg will not be returned due to hospital policy.